Manufacturer narrative:
(B)(4). No sample is expected to be returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Complaint trends will continue to be monitored.

Event description:
A 15mm connector difficulty.